Event description:
The distributor reports that the catheter was zeroed prior to placement, but the values of the catheter were never displayed on the monitor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.